Event description:
It was reported that the bd insulin syringe 1ml had a broken plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: syringe was with the plunger broken.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary batch history analysis was performed, quality notifications and maintenance records were verified where no records potentially related to failure were found. Through the analysis of the photo sent by the customer, it is possible to observe the plunger rod broken, but as the samples were not received, it is not possible to confirm whether the root cause comes from the molding of the plunger or from the syringe assembly process. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringe 1ml had a broken plunger. The following information was provided by the initial reporter, translated from portuguese to english: syringe was with the plunger broken.